Event description:
I had the essure placed in (B)(6) of 2008 in bilateral fallopian tubes. One was not visible after having the hsg done several months later. A repeat procedure was done in (B)(6) of 2008 to replace the one on the right. When going into replace it, the surgeon was not able to locate the first coil on the right side. Still unsure at this time where this coil is. Had an abdominal x-ray in (B)(6) of 2015, and cannot seem to locate it in my abdomen anywhere. Unsure if it passes or is still somewhere within me. Awaiting further testing. Had heavy bleeding after the essure placement, and in (B)(6) of 2013 was diagnosed with myasthenia gravis, an autoimmune disease affecting my strength in my arms and legs, neck and head muscles, and swallow function. I had, and continue to have, headaches daily when working and have visual fatigue and ocular disturbances from the mg. After having a transcervial thymectomy in 2014, I continue to have weakness in my swallow function and some continued weakness in my head and neck. I have had to change my career from being an occupational therapist (ironically working with people with physical and mental disabilities), and go back to school for another career that is less taxing to me physically and visually.